Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tract during a biliary tract biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds was found to be protruding which made it difficult for the spybite to advance. When the spybite was inserted into the spyscope ds, the sleeve started to protrude while performing bile duct biopsy. When more biopsies were performed, the degree of working channel sleeve protrusion increased. At the same time, they observed that the resistance upon inserting the spybite became so severe that the shaft of the spybite kinked, causing the spybite to become unusable. The biliary tract biopsy was continued using another spybite but severe resistance was still met. Reportedly, resistance was severe to the point where it could not be inserted without the use of pean forceps. Reportedly, no part of the spyscope ds device detached and the procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) protruded. Maximum wcs protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A functional assessment for passability was performed. A spybite was inserted and able to pass through the working channel with no resistance. The reported complaint of difficult to advance accessories was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the braid remaining attached to the pebax, appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary tract during a biliary tract biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds was found to be protruding which made it difficult for the spybite to advance. When the spybite was inserted into the spyscope ds, the sleeve started to protrude while performing bile duct biopsy. When more biopsies were performed, the degree of working channel sleeve protrusion increased. At the same time, they observed that the resistance upon inserting the spybite became so severe that the shaft of the spybite kinked, causing the spybite to become unusable. The biliary tract biopsy was continued using another spybite but severe resistance was still met. Reportedly, resistance was severe to the point where it could not be inserted without the use of pean forceps. Reportedly, no part of the spyscope ds device detached and the procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.